Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The returned device was visually examined, and the following was observed: the liner was expanded 11.5 cm in length from the strain relief. The tip was unopened. Soft tip damage was noted. The sheath shaft was punctured at 3 cm from the strain relief. The sheath shaft material was stretched 2.5 cm in length from the strain relief until the puncture location. The liner was torn 1.5 cm in length under the puncture location at 1 cm from the strain relief. Liner material was partially delaminated 2 cm in length. Scratches were observed along the sheath shaft hdpe. Liner thickness was measured along the liner tear as an out of specification result could be indicative of a manufacturing non-conformance. All measurements were found to be within the specification. An image was provided, and the following was noted: the sheath shaft was punctured, and sheath shaft material was stretched. Crimped valve exposure through sheath puncture. The liner appears to be torn at the puncture location. The complaints for resistance between system components causing inability to advance through the sheath, sheath puncture, and sheath liner tear were confirmed based on evaluation of the provided imagery and returned device, while the complaint for sheath not expanding was not confirmed during device evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. It was reported that the patient had moderate vessel calcification and moderate tortuosity. Additionally, scratches were observed along the sheath shaft during device evaluation. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Also, tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system through the sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the resistance between system components causing inability to advance through the sheath. It was reported that resistance was encountered while advancing the commander and valve through the esheath. It is possible that additional device manipulation to overcome the resistance may be applied, resulting in sheath shaft damage and liner tear. During delivery system advancement through a challenging pathway, the devices could become non-coaxial aligned. This can lead to the crimped valve to catch onto the liner and sheath shaft leading to liner torn and hdpe damaged as observed during device evaluation. Excessive device manipulation applied to overcome the resistance can further damage the liner through continued interaction between the crimped valve and sheath. Additionally, vessel calcification can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Excessive manipulation can lead to sheath shaft liner torn and strain relief damage if compounded with vessel calcification. As such, available information suggests that patient factors (calcification, tortuosity) and procedural factors (device manipulation) may have contributed to the sheath liner tear and sheath puncture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the esheath+ was inserted into patient with no issue. However, the insertion of the commander delivery system with the crimped valve through the esheath+ was not possible, as there was a position at the "expandable area" where it was not possible to cross. As per picture provided, there was an esheath+ liner torn and sheath puncture. The esheath+ and commander delivery system were removed as a unit. A 16f esheath was used. A new commander and a new 26mm sapien 3 ultra valve were used. Insertion was successfully performed and there was no problem inserting the commander delivery system through the esheath. The valve was implanted successfully, and the patient left the operating room in stable condition.